Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s touchscreen became cracked and the device became nonfunctional after the patient accidentally washed the pump, rendering it no longer watertight and requiring replacement. Symptoms included no physiological symptoms, and blood glucose was reported as unaffected. Outcomes included interruption of insulin delivery from the device, with the patient advised to back up therapy and continue cgm use via the dexcom app or receiver. Investigation included customer service triage, verification of device details, and logistical arrangements for replacement and return. Investigation of this device revealed damage to the display assembly from fluid exposure, consistent with user-initiated water damage and a compromised enclosure, which resulted in loss of function and inability to navigate the shutdown sequence. It was concluded, based on previously established findings for similar reports, that the cause was user handling and environmental exposure leading to device damage not consistent with intended use.